Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump battery could not be charged. Customer declined follow up with tandem technical support to confirm backup therapy method was obtained. There was no reported adverse impact.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.